Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that an implanted impella 5.5 pump began to experience persistent suction during patient support. As repositioning was unable to resolve the suction, the decision was made to explant the pump. There were no overt signs of cannula obstruction in the device upon removal. It was later reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry, that the patient also experienced thrombocytopenia, recurring non-sustained ventricular tachycardia (vt), and recurring pleural bleeding during support. The thrombocytopenia and vt were believed to have a probable relationship to the impella device. The vt was treated with amiodarone and electrolyte replacement. The pleural bleeding was believed to have a possible relationship to the device. The patient was taken for a washout/exploration, the site was packed, and hemostasis was performed. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of low pump flow, thrombocytopenia, vf/vt/af/at, and vascular damage - peripheral vessel has been completed. The returned complaint cp device visually inspected. Biomaterial observed in purge gap and around impeller. No broken blade , no cannula kink observed. No other issue found. Impella washed to dissolve the dried blood around impeller. Biomaterial was buildup and there was no evidence of ingestion. Low pump flow: the cause of the low pump flow was biomaterial ingestion. Thrombocytopenia: the cause of the thrombocytopenia issue was not determined due to insufficient clinical details. Vascular damage - peripheral vessel: the cause of the vascular damage - peripheral vessel issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. As the necessary information was not provided, the root cause of the vt/vf was not determined. Failure mode thrombus was added. As the necessary information was not provided, the root cause of the thrombus was not determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27384. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27384.